Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: middle name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: reporter: address: address - line 1: unknown/not provided. Section e1: reporter: address: address - line 2: unknown/not provided. Section e1: reporter: city: unknown/not provided. Section e1: reporter: address: state, province, or territory: unknown/not provided. Section e1: reporter: post office or zip code:: unknown/not provided. Section e1: reporter: telephone number: unknown/not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Section h6: health effect - clinical code: 4581- incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It as reported that the haptic of the monofocal preloaded intraocular lens(iol) was stuck on preloaded injector and broke the haptic junction when attempted to remove the stuck haptic. Unplanned vitrectomy was performed. Incision enlargement was done and sutures were required. There was a delay in the procedure. No further information is provided.